Event description:
Fent gtt was not infusing. Dripping at beginning of shift. Hour later ringing upstream occlusion and no longer dripping. Pump changed and old pump put in psm office. Rate 2ml/hr. Log reveals opportunity for user education but it is the typical scenario we see. While user education can contribute to preventing future events, this system allows for the failure of medication delivery. Slow rates are particularly difficult for staff to monitor for active infusion or signs of interruption. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).